Manufacturer narrative:
As reported, the optifix straight did not penetrate the mesh. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. The instructions for use (IFU) provided with this device states, ¿place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. After successful deployment of all required fasteners, handle and dispose of in accordance with any local and federal laws regarding medical waste." If/when sample is received and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2021, the bard/davol optifix straight was used to fixate a bard/davol 3dmax mesh. It was reported that while deploying the 7th fastener, the surgeon noted that the fastener was not penetrating the tissue and fixating on the mesh. It was also reported that there were loose fasteners in the patient's body and were removed. As reported, after test firing outside the tissue, the product was deemed to be defective and the procedure was completed using another fixation device. The surgeon is an experienced user of the optifix straight device. There was no reported patient injury.